Manufacturer narrative:
(B)(6). (B)(4). Applicable imaging films were not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent l2 to l5 anterior olif surgery. Intra-op, when the surgeon inserted a trial at l4/l5 level, end plate of vertebra was damaged. As a result of this event, the cage was inserted with posterior tilted angle. The device was used in the patient. The event happened while conducting olif at l4/5. After decortication the surgeon inserted distractor at l5, but the upper endplate got broken a little at the insertion. The surgeon commented that he might have decorticated the endplate too much. The upper endplate at l5 was hardened a little bit as well. The posterior side of the cage penetrated into the vertebral body a bit.

Manufacturer narrative:
Additional information: (product image review). Visual review of submitted images of the product did not identify a potential defect regarding the associated insturment.